Manufacturer narrative:
A company service rep checked the system, reseated the power and data cables, then the system met specifications. Investigation is in progress.

Event description:
The facility reported a footswitch error message occurred during system start-up. They reset the system and the error cleared. They started surgery and another error occurred. They had to inject myostat and close the wound; case was cancelled. The patient was rescheduled. Additional information has been requested.